Event description:
Media article reported pt death after lap-band implant procedure. F/u info: device never implanted in pt so device is exonerated.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report will not be returned. Based upon the date of the surgery the connector type is assumed to be a taper ii. Death and hemorrhage are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band ap system is major surgery and death can occur." Device labeling addresses the reported event of hemorrhage as follows: "adverse events: specific complications of laparoscopic surgery can include spleen damage (sometimes requiring splenectomy) or liver damage, bleeding from major blood vessels, lung problems, thrombosis, and rupture of the wound."